Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6145913. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that when a nurse went to retract the needle of a 1/2 ml bd safetyglide¿ insulin syringe with 29 g x 1/2 in. Bd¿ permanently attached needle into the syringe, the needle and safety mechanism fell off leaving the needle exposed. There was no report of injury or medical intervention.